Manufacturer narrative:
(B)(4). Date sent: 2/24/2023. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to the generator and it was recognized. However, the blade did not fire when the cut button was pressed during the mechanical test. Due to the device's condition, we could not investigate further the tissue effect issues reported. The device was disassembled to inspect internal components and found that the knife was broken at the knife rod. This is a possible cause of the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue.

Manufacturer narrative:
(B)(4). Batch #: x94w1p. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hysterectomy the cutting blade broke and stuck in the lower jaw in between the surgery. The procedure was completed successfully. There were no patient consequences.